Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacing lead was found to have exhibited a high pacing impedance measurement. The lead was noted to have switched to unipolar. The physician will determine the optimal programming settings for this patient. No adverse patient effects were reported.